Event description:
Procedure: tram flap. Goldvac rocker-switch smoke evacuation pencil intermittently activating without the switch being activated, even in holster. Staff noted that cut function was a particular problem. Unable to deactivate until the pencil was unplugged from esu and then reconnected. Problem then continued to reoccur.